Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn: (B)(6) and event date 18-aug-2024. Please see below for the first 10 boluses listed on the event date 18-aug-2024 in the pump history file. On (B)(6) 2024 07:46:50.000, normal bolus delivered, bolus programming method: bolus wizard, normal bolus amount programmed: 4.4, bolus amount delivered: 4.4, on (B)(6) 2024 09:10:48.000, normal bolus delivered, bolus programming method: manual bolus, normal bolus amount programmed: 2.5, bolus amount delivered: 2.5, on (B)(6) 2024 09:29:28.000, normal bolus delivered, bolus programming method: manual bolus, normal bolus amount programmed: 2, bolus amount delivered: 2, on (B)(6) 2024 10:21:52.000, normal bolus delivered, bolus programming method: manual bolus, normal bolus amount programmed: 2, bolus amount delivered: 2, on (B)(6) 2024 12:10:24.000, normal bolus delivered, bolus programming method: manual bolus, normal bolus amount programmed: 3, bolus amount delivered: 3, on (B)(6) 2024 13:37:28.000, normal bolus delivered, bolus programming method: manual bolus, normal bolus amount programmed: 5, bolus amount delivered: 5, on (B)(6) 2024 18:06:58.000, normal bolus delivered, bolus programming method: bolus wizard, normal bolus amount programmed: 9.8, bolus amount delivered: 9.8 on (B)(6) 2024 07:18:20.000, normal bolus delivered, bolus programming method: bolus wizard, normal bolus amount programmed: 3.9, bolus amount delivered: 3.9, on (B)(6) 2024 13:16:02.000, normal bolus delivered, bolus programming method: bolus wizard, normal bolus amount programmed: 8.9, bolus amount delivered: 8.9, on (B)(6) 2024 18:08:42.000, normal bolus delivered, bolus programming method: bolus wizard, normal bolus amount programmed: 8.4, bolus amount delivered = 8.4, please see below for the daily total of all insulin delivered on the event date 18-aug-2024 in the pump history file. On (B)(6) 2024 00:00:00.000, daily totals, daily total collection start time: on (B)(6) 2024 00:00:00.000, daily total of all insulin delivered: 31.025, daily total of basal insulin delivered: 12.125, daily total of bolus insulin delivered: 18.9, there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 18-aug-2024 in the pump history file. Please see below pertaining to svn: (B)(6) and event date 25-may-2024. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 25-may-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 25-may-2024 in the pump history file due to no data available. Please see below pertaining to svn: (B)(6) and event date 28-may-2024. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 28-may-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 28-may-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 600 mg/dl. The customer reported hyperglycemia, hyperglycemia, confusion, feeling sick, unwell, flu, tiredness, and weakness, diabetic ketoacidosis treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-7020a, mmt-1780kpk, mmt-332a, mmt-397a. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7020a. Mmt-1780kpk was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 600 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-7020a, mmt-1780kpk, mmt-332a, mmt-397a. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7020a. Mmt-1780kpk was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.